Event description:
It was reported that a motor stall occurred with motor stall recovery and was confirmed by the event logs. The healthcare provider (hcp) discovered the motor stall and recovery as she would routinely read the event logs during patient appointments. The patient was unaware of the stall because they did not have any symptoms, did not hear any alarms, and the stall lasted only 7 minutes. It was confirmed that the patient did not have magnetic resonance imaging (MRI). The hcp was to discuss with the patient other possible sources of electromagnetic interference (emi). The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).